Event description:
During device preparation for the implant procedure, interrogation of the device was not possible. The event was resolved by replacing and implanting a new device. The patient was in stable condition.

Manufacturer narrative:
The field complaint of unable to interrogate with the device was not confirmed. The device was received in normal working conditions with battery voltage above eri. Analysis performed, including thermal, mechanical testing, indicated that the device exhibited normal characteristics with no anomalies. Longevity assessment was performed and device was at normal range of operation with appropriate remaining longevity.